Event description:
It was later reported that no logs were available, and emi was not mentioned as a possible cause. The patient was ok and was receiving effective therapy. No pump replacement was planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pump reprogrammed because the safe state occurred. It was decided not to explant the pump because the patient is living nearby the hospital. There were no patient symptoms/injuries related to this event. Follow up was scheduled in one month. The pump was infusing baclofen.

Event description:
It was later reported that the safe state was reported during interrogation. It was not known if it was linked to an emi source.